Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised due to poly wear. A 10° cup insert and c-taper head were explanted. The rep confirmed that no further information would be released by the surgeon or hospital.